Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: d5, h6 (device codes).

Event description:
It was reported that during a system check, the cs300 intra-aortic balloon pump (iabp) start button on the unit's keyboard was not functioning or intermittently functioning. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed the pm with full calibration, all functional and safety checks to meet factory specifications. Moreover, the fse replaced the expired safety disk and installed 2.5k hour maintenance kit. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during a system check, the cs300 intra-aortic balloon pump (iabp) start button on the unit's keyboard was not functioning or intermittently functioning. There was no patient involvement, and no adverse event reported.